Manufacturer narrative:
Na

Event description:
It was reported in (B)(4) that sales wanted the service rep to see how the brakes were holding on the stretcher after the facility reported that when they try to move a pt closer to the head end of the stretcher, the stretcher rolls towards the wall. It is further reported that a nurse strained her back.